Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 690 mg/dl and the current blood glucose was 290 mg/dl. Customer having the blood glucose of 400 mg/dl. The customer experienced symptoms such as high blood glucose, vomiting, dehydrated, rapid heart rate. The customer was treated with 6 bags of potassium. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.